Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the customer encountered a recoverable error. The technical support engineer (tse) viewed logs and found 31226 on usm1. The customer disabled usm1 and continued the procedure with three remaining usms. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system where it failed normal mode due to error 31226. The usm was also tested on a functional test platform and failed the fiber test on a clock spring due to readings below 50. The clock spring fiber assembly will be replaced as a fix for the reported 31226 error.

Event description:
Refer to h10/h11 for follow-up information.